Event description:
The patient experienced a loss of therapeutic effect two days after initial programming. Upon interrogation with the clinician programmer, an end-of-service message was displayed. The electrode combination of "0" and "1" had an impedance value less than 50 ohms. The patient changed the program to "0" and "2" and felt stimulation, but still had no therapeutic effect. The end-of-service message went away upon re-interrogation, and the battery measurement during impedance testing was ok. Per the physician, two weeks after the programming session, the patient had no therapeutic benefit. The battery was low and the lead was not functioning. There was no injury to the patient.